Manufacturer narrative:
The pump has been returned to animas. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (communication) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2016 with the following findings: no call service alarms or unexplained warnings observed in black box or alarm history. Pump powers on properly with no alarms. Exercised pump for 24 hours, after 24 hours no call service alarms were received. Display is dim with a red hue.